Event description:
The customer reported discrepant sodium (na) results, for one patient, involving the au400 clinical chemistry analyzer. The sample generated an erroneous result of 134 meq/l and a corrected result of 140 meq/l upon reanalysis. The erroneous was released out of the laboratory, and an amended report was issued. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed debris in the reference line that feeds reference solution to the flow cell; slower mixing noted at the d-pot; excessive shaking at the wash station; and roller pumps making odd sound. The fse decontaminated the reference, mid-standard, and buffer lines. The fse replaced the ion selective electrode (ise) motor, j-nozzles, pinch valve, d-pot tubing, overflow sensor, and sodium and reference wires. The fse also replaced and aligned the main sample arm, sample syringe, sample solenoid valve, sample syringe driver, roller pump motor, and analog. The fse verified system performance and no issues were noted. The fse completed controls and precision tests; all results recovered within the acceptable range. Service activity was verified per the established procedures. The instrument conformed to the manufacturer's published performance specifications.